Event description:
It was reported that during a cholecystectomy procedure, the clips fell from the jaws of the device even before the device was fired. Another like device was used to complete the procedure. Surgery was delayed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. A bag with two malformed clips was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.